Event description:
Pt reported that last month they noticed insulin had leaked inside their device (inside the insulin cartridge compartment). No error message was generated by the device. Pt's blood glucose was not affected, and no treatment was received.